Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010 the pt reported he has had elevated blood glucose readings in the 300's mg/dl with his normal range being around 100 mg/dl. He said, he will then remove his insulin infusion headset and discover the cannula is bent. On follow up with the pt on (B) (6) 2010, the pt declined to try an infusion set with a steel needle. He stated he is very active and muscular and the steel needle is painful. He thinks the cannula is bending because he is active. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.